Event description:
Customer reported back check valve failure during infusion. A vancomycin secondary infusion was connected to a 0.9% normal saline primary infusion. The nurse started the vancomycin infusion and within 15 minutes the 250 ml bag was empty. Hospital biomed confirmed the pump was programmed correctly and functioned properly. No patient harm or medical intervention was reported by the customer. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.